Manufacturer narrative:
(B)(4). This medwatch report is being retracted. The report was sent in error and is a duplicate to medwatch report# 6000001-2010-04865.

Manufacturer narrative:
(B)(4). Per the customer, the sample is available for evaluation. The lot number was not provided during the initial report, however, should be available upon sample receipt by baxter. Should the sample and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) basal/bolus infusor was observed leaking during patient use at the location of the y-site of the tubing due to a pinhole. According to the report, therapy began at 10:30am and at 2:30pm a call was received at the hospital stating the leak was observed. Leakage was not observed prior to patient therapy. This occurred during patient use. There is no report of patient injury or medical intervention. No additional information is available.